Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the staples malformed. During the thoracoscopic radical resection of right lung cancer, after fired, found the staples malformed, changed another reload, the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient.